Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Customer stated she obtained the lo about 20-30 minutes after eating. Customer stated she performed a blood test using another device and obtained a result of 161 mg/dl non-fasting. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 01/02/2027 and open vial date is 10/17/2025. The meter memory was reviewed for previous test result history (date/time not set): result 1: lo date: 12/23 time: 7:06pm non-fasting

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation: pci retention pending, sinocare retention pending most likely underlying root cause: pending notes: meter and test strips were not returned for evaluation. "Sinocare (a foreign manufacturer, fei #3016863723) and trividia health, inc. (A u.s. Company/importer, fei #1000113657) have entered into a customer service agreement. Trividia health, inc. Handles customer complaints for the trueness¿ blood glucose monitoring system and trueness¿ air blood glucose monitoring system (k231476- class 2) and records customer information, establishing a unique complaint number.